Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates after loading a cartridge with insulin. The customer reported blood glucose levels ranging from 200 to 250 (mg/dl) and changed their supplies in order to optimize pump performance. The customer changed the site and stated that everything is registering correctly.